Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon functional testing the fse found that the host pc was failing and powering off intermittently. Review of the system log file showed that the unsolicited power down. The fse replaced the host pc and hard disk. After the replacement of host pc and hard disk, the system was returned use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system is not booting up. Philips has started an investigation of the complaint.